Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cabinet had a freezing issue. Customer stated that crashing occurred daily/multiple times a day and happened during login, medication removal, or transaction completion. System displayed an error message as "please wait with the application on the home screen with a spinning circle or cubex is not responding" and system had to be unplugged and turned back on by the customer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cabinet had a freezing issue. A field service engineer (fse) found that the application froze intermittently and reseated the hard drive cables. Medbank identified multiple bad sectors and recommended replacing the hard drive, and the part was ordered. As the station continued to freeze, the fse replaced the hard drive after medbank completed the system backup, and medbank restored the system from the backup. The system functioned as intended after the field service engineer repaired the device.